Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint. Failure analysis confirmed the reported m-32 during the system start up. The error logs showed errors m-02-5, m-02, c-00, and m-36.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had an error c-82 occur on the integrated electrosurgical unit (iesu). The customer used another energy platform. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The iesu initially powered on without errors.